Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 7.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.